Event description:
It was discovered that a spectrum pump alarmed constant close door during testing. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported sympto, which was reproduced. Constant close door was confirmed and was determined to be caused by a failed front case. The failed front case was replaced.